Manufacturer narrative:
(B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump console had an issue with communicating pressure during a procedure. There was no report of patient injury. A replacement pressure module was provided to the facility for the biomedical engineer to install. The replaced unit was returned to sorin group USA for further investigation. Visual inspection of the returned device did not identify any abnormalities or defects. The unit was functionally tested and was found to be working as expected. The unit detected pressure and alarmed when necessary; the reported issue could not be reproduced. As the issue was not reproduced, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated at sorin group USA.

Manufacturer narrative:
There was no report of patient injury. Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump console had an issue with communicating pressure during a procedure. There was no report of patient injury. Multiple attempts have been made to get more information about the event from the customer, however sorin group has not yet received a response. A replacement pressure module was sent to the facility for the biomedical engineer to install. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump console had an issue with communicating pressure during a procedure. There was no report of patient injury.